Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient had a problem with the interstim wires from the system that was implanted in (B)(6) 2021 and as a result they had a brand new "updated" battery placed in (B)(6) 2022. Patient was asked if the "problem" was a result of a trauma or fall and the patient stated "no." And that they weren't sure what happened. They did not describe more when asked, but said that it happened "oh, I'm not sure, I think it was about a week," afterwards (after the implant) "or something like that." The patient stated with their current system they were going to be so careful and that their managing health care provider (hcp) had told them "no reaching and twisting." Asked the patient if that's what led to the problem with their wires in 2021 and again the patient stated they didn't know. They said when they got into bed they would slide in and they wouldn't put their weight on anything and that they didn't try to lift anything. The patient was redirected to their hcp to discuss further with their hcp. The patient stated they had an appointment with their hcp in 6 weeks and that they would discuss with the hcp then.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2dkbu, implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 11-jan-2023, UDI#: (B)(4). Event date is estimated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.